Manufacturer narrative:
The investigation found due to the pandemic the customer was overdue for preventative maintenance in which the reagent probe is checked to verify performance. The field service engineer checked the instrument again and found the reagent probe was clogged with a piece of plastic and replaced it. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed various checks. All were within specification. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for two patient samples with the cobas 8000 cobas c 502 module. Patient 1: the initial result was 7.3%. On (B)(6) 2021, a second sample was tested with a result of 4.9%. The reporter stated the difference in results is too great for 6 days apart. It is unclear if the questionable result was reported outside of the laboratory. Patient 2: on (B)(6) 2021, the initial result was 7.8%. This result was reported outside of the laboratory and questioned by the patient. On (B)(6) 2021, the patient was tested in another laboratory with a result of 5%. The original sample was repeated with a result of 4.5%. The reagent lot number was 54387401 with an expiration date of 31-oct-2022.